Event description:
During an unspecified procedure, the maverick otw balloon ruptured at 10 atms on the initial inflation. The lesion being treated was a calcified and 99% stenotic lesion in a very tortuous mid lad. The physician experienced difficulty advancing the maverick otw balloon to the lesion. A 7f terumo introducer sheath, a 7f bright tip xb3.5 guide catheter, a runthrough guide wire and a everest inflation device. No patient injuries or complications were reported. Patient status is listed as "good".